Manufacturer narrative:
Additional information was received on the event on (B)(6) 2016: the patient was (B)(6) years old and weighed 61kg. The patient had ventricular ectopic beats pre-procedure. The cardiac tamponade occurred during use of biosense webster products. No transseptal puncture was performed. The patient did received anticoagulation during the procedure; however the activated clotting time is unknown. The site and time of injury is also unknown. It is noted that patient¿s age and weight might have contributed to the event. The patient required extended hospitalization for monitoring purposes and has since fully recovered. The generator was in power mode and the power was not titrated during ablation. The irrigation flow was set at 15 ml/min when the power was greater than 30 watts and 8ml/min when the power was less than 30 watts. A terumo 9 french sheath was used during the procedure. There were no errors reported by the biosense webster systems during the procedure. The physician¿s opinion on the cause of the adverse event is patient condition. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Originally, we reported that the device in the 3500a initial report was not approved by the FDA. However, biosense webster inc. Considered it a similar device and was reporting the event. This supplemental is a correction as the product was FDA approved. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 coronary sinus refstar - deflectable (model# d-1285-02-s lot# 17419733m). The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under PMA # p030031/s053. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool smarttouch sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. After pace mapping the ventricular tachycardia and 1-2 minutes of ablation, the physician detected the patient became hypotensive. Pericardiocentesis was performed and yielded approximately 1000ml of fluid. Ablation proceeded for approximately 15 additional minutes. Procedure was successfully completed. Patient was reported to be in stable condition post drainage. Patient required surgery to repair the perforation. Patient was transferred to the intensive care unit. Patient required extended hospitalization as a result of the adverse event. It was noted that there was a procedure delay of approximately 60 minutes related to the adverse event. Physician did not provide a causality opinion.